Event description:
This case was initially received via regulatory authority (igj) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('severe and prolonged blood loss') and uterine cancer ('uterine cancer') in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), restless legs syndrome ("restless legs"), pain in extremity ("pain in legs"), arthralgia ("pain in hips") and gingival disorder ("gum problems") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (uterus, fallopian tubes and ovaries were removed in one operation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, uterine cancer, restless legs syndrome, pain in extremity, arthralgia and gingival disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, genital haemorrhage, gingival disorder, pain in extremity, restless legs syndrome and uterine cancer with essure. The reporter commented: very different complaints and side effects as a result of essure sterilization. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.